Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that multiple call service 012 alarms had been emitted within a few minutes of one another the morning of (B)(6) 2014. The patient reportedly did not hear the alarms and only noticed them when she went to deliver a bolus. The patient reportedly stated that she did not trust the pump and was discontinuing pump use until she received a replacement pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2014 with the following findings: the issue was confirmed in history but not reproduced in testing. The black box and alarm history show alarms. No alarms occurred during the investigation, the product performs within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.